Event description:
It was reported that the patient was in a car accident which caused trauma to the pocket. The patient experienced erosion and the device was explanted and replaced.

Manufacturer narrative:
Review of quality records.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.